Event description:
It was reported that a one-link needle-free IV connector became disconnected from the tubing of a non-baxter product. The reporter stated that the tubing ¿popped off¿ of the IV connector. This occurred before patient use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.